Event description:
Litigation papers allege the patient began experiencing symptoms related to the devices, including but not limited to, discomfort, tingling, pain, and soreness, which in tum negatively affected patients ability to walk, move, and sleep. It is further alleged the patient is going to have to undergo revision surgery. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.